Manufacturer narrative:
The sr confirmed the patient is doing well and testing of the rv lead and pacemaker could not reproduce any noise. The physician elected to replaced the rv lead as a precautionary measure. As of this report, the source of the syncope could not be ascertained. No further information is available at this time. If additional information becomes available to our company, the event will be updated as necessary. The device was explanted approximately 7.5 years later for normal battery depletion. There were no additional allegations or complaints reported. The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. He device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. (B)(4).

Event description:
Boston scientific (bsc) crm received information that this bsc sales representative (sr) called technical services (ts) inquiring about device blanking. The sr noted the patient has had syncopal episodes. The sr stated the patient reported symptoms coincident with stored ventricular tachycardia events. It is still undetermined what was causing the syncopal episodes. To this date, this 1291 pacemaker remains in service, however the right ventricular (rv) lead 4474 was explanted one day post this allegation due to noise that was also correlating with the patient's syncope.